Manufacturer narrative:
Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4). Manufacturing date: june 26, 2012. This lot of (B)(4) pieces was released based with no known deviations or non-conformance reports documented. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a tomofix plate removal procedure on (B)(6) 2016. The surgeon was using an extraction bolt in order to remove the plate; however, the device broke during implementation. A spare was not available, so the surgeon opted to continue the removal with a pair of pliers. The procedure was completed successfully with a reported fifteen (15) minute prolongation. Following the procedure, the surgeon noted that the metal fatigue could have been the result of repeated use, sterilization, and transport. No additional information is available at this time. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser etching was well readable. The trompet form with the inner thread was completely broken. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All measurable dimensions relevant for the function of the product were measured, and fulfill the specifications. The hardness of the unit was determined and fulfilled the requirements. The (B)(4) certificate was checked and it was found that the (B)(4) used fulfill the specifications. Based on this the complaint is rated as confirmed (because the instrument was broken) and not valid from the point of view of the manufacturing site (no manufacturing related failure was found). No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.